Manufacturer narrative:
Sections with additional information as of 26-oct-2021: h10: test strips were not returned for evaluation. Meter was returned for evaluation. External evaluation performed by nova biomedical and no defect found. Most likely underlying root cause: mlc-040: user's test strip had poor fill.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. Customer stated he had performed a back to back test and obtained lo and 122mg/dl fasting; customer was not using the correct testing technique. The customer¿s expected am fasting blood glucose test result is 90mg/dl and expected pm blood glucose test result is 120mg/dl. Customer stated he only tests three times a week. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer did not have any more test strips. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date is two months. The meter memory was reviewed for previous test result history (date not set): (B)(6).